Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2013.

Event description:
It was reported by the patient that they were taken to the hospital emergency room due to an alarm sounding from their device. The patient was told that their recalled/faulty lead wire was most likely causing the alarm. Follow-up was conducted with the clinic for further information on what the lead issue was but was unable to obtain requested information after multiple follow-up attempts. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.